Manufacturer narrative:
Journal reference: (B)(4).

Event description:
The literature article details follow up results of diabetic patients treated with tapt( with cilostazol) following pci. The patients had an endeavor zotarolimus eluting stent implanted during the procedure. At nine months follow up restenosis was noted in 9.8% of patients. During the in-hospital phase, 3.1% patients suffered non-fatal periprocedural mi, 2.3% had vascular complications and 1.5% suffered bleeding. Following 10 month follow-up, two deaths occurred ( one cardiac and one non-cardiac). After hospital discharge there was one case of non-fatal mi, 6 cases of non-tlr but 9.2% of patients required tlr. There was a single case of probable stent thrombosis with sudden death 7 months post pci and one case of gi bleeding. 27.7% of patients also suffered sinus tachycardia and 6.2% of patients suffered migraine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.